Manufacturer narrative:
An event of mild eczema and urticaria after 16 months post implant was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Field indicated that the physician believes there's no malfunction or degradation of the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the exact cause of the reported incident could not be conclusively determined. It is unlikely that the reported symptoms are related to the device since they first developed 16 months post-implant. Allergic reaction to nickel have traditionally been reported sooner then more than 1 year after device implant. The amplatzer pfo occluder does not have a coating over the nitinol braid. The device undergoes a chemical etching processes that makes the oxide layer that develops following exposure to air to become thinner and more uniform and results in less leaching of nickel soon after implant. The release of nickel following implant is highest in the first 24-hours post-implant and subsequently decreases over 60 days. The device subsequently becomes covered with a neo endothelium that further limits the release of nickel from the device. The amplatzer pfo occluder has been determined to be safe and the amount of nickel that may potentially be released from the device has been determined to lower than the maximum daily allowable limit. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that in (B)(6) 2022, a 30mm amplatzer pfo was implanted in a patient. 16 months post implanted the patient reported mild eczema and urticaria. It is uncertain whether the patient has consulted with their physician for answer to those questions currently. It is also uncertain whether the patient have any allergy to nickel. The probability of nickel allergy reactions is extremely low, and the probability of severe nickel allergy is about 1/10000. The implanting physician can¿t determine the reason of the patient's mild eczema and urticaria. Nickel allergy usually occurs in one month after implantation. It can¿t be determined the occluder is the reason which occurred mild eczema and urticaria after 16 months implantation. Recommend the patient go to the hospital for relevant allergy tests. The physician believes there's no malfunction or degradation of the occluder. It is unknown if intervention was performed.